Event description:
Swollen knee [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a company rep on behalf of a nurse regarding a pt with unk initials (age and gender not provided). The pt's medical history was significant for thimerisol allergy. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml once a week in an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the pt developed swollen knee and knee was aspirated (knee effusion) and was administered a cortisone injection and medrol dose pak. The action taken with synvisc treatment was not provided. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The reporting nurse did not provide the relationships between synvisc and both the events.

Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affect by this report.